Manufacturer narrative:
During inspection and testing, service found that the device was leaking due to pinching of the a-rubber and damage on the acoustic lens. Due to clogging of the k-pipe, water cannot be supplied. The nozzle was deformed. The objective lens and light guide (lg) lens were cracked. The a-rubber was cut. The bending tube was dented. The scope cover, grip, switch #1, switch #3, universal cord, and the lg cover glass were scratched. Switch #2 was cut. The up/down knob and the lg cover glass were dirty. The protector of the universal cord on the control section side had a cut. Due to wear of the angle wire, the bending angles in the up/down/left right directions were out of specification, and the play of the up/down and right/left knobs was out of specification. Due to clogging of nozzle, the water removal ability did not meet specification. Due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. Due to damage on the ultrasonic cable, the displayed image was defective with missing elements. Due to damage on the acoustic lens, the insulation resistance value was out of specification. The lg-bundle had a breakage. Due to a chip of the acoustic lens, the displayed ultrasound image was defective. The investigation is ongoing; therefore, the root cause of the reported events cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the transducer and the bending section cover (a-rubber) of the subject device were found to be damaged due to a patient bite, and there was a deep cut on the acoustic lens. The reported issue occurred during a diagnostic cbd (common bile duct exploration) procedure. The intended procedure was cancelled. There was no patient or user injury reported due to the issues. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the distal end was cracked, there was foreign material in the forceps elevator, and the acoustic lens had a scratch that reached to the glue layer. This report is being submitted for the malfunction reported by the customer (cut on acoustic lens) and the malfunctions found during evaluation of the device (distal end cracked and foreign material in the forceps elevator).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, (1) due to clogging of nozzle and air leakage from the device, reprocessing could not be performed normally, and thus foreign material may have remained on forceps elevator. However, the cause of clogging of the nozzle and air leakage from the device could not be determined. (2) (3) forceps cover glue peeling and probe unit pink rubber cut may have been caused by the same factors as the other damages; however, it could not be determined if the damages were attributed to stress or handling of the device, or some other factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.